Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy of the ankle joint metal abrasion was detected in the joint. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-8400cds). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1, g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photo provided. The most likely cause of the reported event is a user error. Per dfu-0215-eo at revision 1. Section f. Precautions.7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases will cause irreversible damage to the device.

Event description:
Additional information received: it was confirmed that all fragments were flushed out of the patient.